Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of non-sustained rv oversensing was observed due to far field p-wave oversensing. The patient was asymptomatic. Programming changes and continuing to monitor the patient remotely were recommended. No further information available.

Event description:
New information received states that a new instance of non-sustained rv oversensing episode was noted via merlin transmission. No intervention has been done as the lead remains implanted. The patient was stable and will continue to be monitored.